Event description:
During deployment of mynx closure device, patient developed a hematoma due to a failed device. Mynx was removed and manual pressure was held to right femoral artery. After device was removed, the mynx representative looked at the device and saw a small crack in it.